Manufacturer narrative:
(B)(4). Actual device returned & evaluated. No failure detected, device operated within specification. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-160mg/dl fasting. Verified test strips expire 11/20/2016. Confirmed customer's test strips are being stored properly and opened vial date 11/14/2015. Customer performed a back to back blood test 220mg/dl and 172mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:172 mg/dl. Customer complaining his trueresult meter is producing high results, as he compared his results with another brand of meter. Trueresult meter read 172 mg/dl and the other branded meter read 148 mg/dl immediately afterwards. Customer states the 172 mg/dl reading he obtained with his trueresult meter was not showing up in meter's memory when acquiring last 5 results, but insists he did receive this reading earlier today when comparing his two meters.